Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-dec-10 additional information was received from a manufacturer representative. They reported that the patient had not scheduled for removal/replacement. The surgeon will be on deployment until (B)(6). The issue was not yet resolved and the device was not yet returned, but the rep stated that the device would be returned. The ins was still currently implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient presented with a "low battery" message and their symptoms returning. The issue was ongoing. Additional information was received from a manufacturer representative (rep) on 2025-nov-04. The rep reported that the cause of the low battery message was not determined but noted a likely cause as being "defective battery? Implanted 3 years." When asked if the issue was caused by normal battery depletion, the rep indicated "unknown, but wouldn't think so." When asked the steps taken towards resolution, the rep replied stating "patient needs replacement" and that the issue has not yet been resolved. Device removal/replacement is planned however the date is not confirmed yet.